Event description:
Pt was undergoing repair of fractured shoulder. Upon application of bone cement by orthopedist, pt's cardiac rhythmn became bradycardic followed by asystole cardiac resuscitation was initiated with a return of sinus rhythm within ten minutes of arrest. Pt with mental status changes post arrest.